Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert indicated in the pump history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to plug the wall adapter into a functioning outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging, with a follow-up scheduled by technical support. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.